Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the physician encountered a little resistance when inserting the device at a 45-50 degree angle. Adequate mark was achieved. The foot and the needles were deployed without difficulty. When the plunger was retracted, it was noted that the needles captured both cuffs and sutures. The foot was then parked without difficulty and the device was removed. The knot was formed with the clincher. As the knot was being delivered, it became "trapped" above the surface of the skin. The physician pulled the suture "hard" and the knot advanced below the skin. The physician then used the knot pusher to achieve hemostasis, however, the bleeding did not stop. It was reported that the distal pulse of the leg became weak; therefore the physician believed that there was stenosis of the femoral artery. Manual compression was applied to control the bleeding. A contra-lateral angiogram was performed which confirmed that there was stenosis 3-4 cm from the arteriotomy site. The patient was taken to surgery for repair of the femoral artery. The surgeon stated that the suture was seen outside the artery around stenosis, therefore that suture was cut. Another end of the suture was pulled from the arteriotomy site. The surgeon believed that the suture was twisted in the artery. It was reported that the patient was discharged from the hospital and is doing "fine" to date.